Manufacturer narrative:
The insulin pump was returned without the battery installed. The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. Data analysis: (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an unknown malfunction noted on the insulin pump. It was also reported that the customer was hospitalized on (B)(6) 2016 due to high blood glucose and has passed away on (B)(6) 2016 in the reanimation. There were no particular findings in the history of the insulin pump. The device has been returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.